Event description:
It was reported by the clinical study site that the patient reported on (B)(6) 2017, that they began to feel chilled and then having ¿hot flashes¿ yesterdaymorning and started feeling nauseous last night. This morning, he began vomiting. He also reported having cloudy urine. The patient¿s temperature was 39.1°c (102.3°f), white blood count (wbc) count was slightly elevated at 10.8x10^9/l (reference range 3.2-9.8x10^9/l) and urinalysis showed turbid and dark yellow urine, 2+ urine blood, 2+ urine protein, positive urine nitrites, 3+ urine leukocytes, 1+ urine bilirubin, 8/hpf urine red blood cells (rbcs), >900/hpf urine white blood count (wbcs), and >50/hpf urine bacteria. Blood was sent for culture. Chest x-ray was negative for infection. Patient was given first dose of macrobid and bactrim and was then discharged on macrobid for 14 days and bactrim for 10 days. Blood culture results came back which showed the growth of staphylococcus aureus. On (B)(6) 2017, patient was called and was advised to return to the emergency department (ed) due to positive blood culture. On (B)(6) 2017, patient was admitted and was continued on macrobid and bactrim. It was further stated that the event outcomes were resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: it was reported from the clinical study site that it was believed that urosepsis was the cause of the bacteremia given the suspicious urinalysis (ua), but the urine culture (ucx) drawn after starting antibiotics was contaminated and unrevealing. Infectious disease (ID) team was consulted to guide antibiotic recommendations. Transitioned to cefazolin. Computed tomography (CT) ¿cap¿ negative for infection. Transesophageal echocardiogram (tee) was negative for vegetation on valves and visualized portions of the left ventricular assist device (lvad) and internal cardiac defibrillator (ICD). Given the prolonged time for clearance of blood cultures (bcx) over 1 week, there was concern for bacterial seeding on hardware. No plans for lvad replacement. Electrical physiologist (ep) was consulted and laser lead ICD extraction was performed on 10/17. Patient cleared bcx on (B)(6). He will be discharged on intravenous (IV) cefazolin for 6-weeks. No additional information available. Tomography (CT) ¿cap¿ negative for infection. Transesophageal echocardiogram (tee) was negative for vegetation on valves and visualized portions of the left ventricular assist device (lvad) and internal cardiac defibrillator (ICD). Given the prolonged time for clearance of blood cultures (bcx) over 1 week, there was concern for bacterial seeding on hardware. No plans for lvad replacement. Electrical physiologist (ep) was consulted and laser lead ICD extraction was performed on (B)(6). Patient cleared bcx on (B)(6). He will be discharged on intravenous (IV) cefazolin for 6-weeks. No additional information available.

Manufacturer narrative:
With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study site that the patient presented to the emergency department (ed) yesterday with fevers, chills, nausea, and vomiting of 2 days' duration. It was stated that the patient felt better after receiving fluids and was discharged. It was further stated that the patient was called back to the ed today when blood cultures grew staph aureus, and on presentation he was febrile, tachycardic, tachypneic, and hypoxic. Vital signs and symptoms improved after fluids, and lactate decreased to 1.7. The etiology of his bacteremia is unknown, but it was stated by the site that the left ventricular assist device (lvad) must be considered as possible source. No additional information is available.